Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that when the patient removed the wearable sensor the skin had red bumps and a few contained pus; the area was also sore. The patient did not apply a new sensor. It is unknown if the sensor was replaced. No further patient complications have been reported as a result of this event.